Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the out-of-specification drivetrain motor brake gap (too wide), likely due to a defective component. This caused the autopulse to stop functioning with a system error, per design. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area, unrelated to the reported complaint. The observed physical damage could be the characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the issue. A review of the archive data showed a system error 139 (unable to hold compression position) on the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation revealed that the drivetrain motor brake gap was too wide, out of specification. This was determined to be the root cause of the system error. The brake gap could not be adjusted due to the defective drivetrain motor assembly, which was replaced to remedy the fault. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.